Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer a month ago. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 22, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, caused lung cancer a month ago that are related to CPAP device's sound abatement foam. The patient alleged that reporting event of cancer was reviewd by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the secondary findings were observed by the manufacturer an gray and white unknown contamination on and around the iso port. Dust-like and fibrous contamination on the top enclosure, under the right-side accessory door. Minor gray and white contamination at the air inlet of the blower box at the filter location. Light gray non-uniform film of unknown contamination throughout the inside of the enclosure.this light gray film can be smudged. The manufacturer also observed a white/tan residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and in the blower box, indicating potential water ingress. A fine white powder type of contamination throughout the interior of the blower box, on the top and bottom of blower motor, and on the inner rim of the blower motor air intake. A black contamination, consistent with keratin, at the air outlet of the blower box. A fine white dust-like and hair-like fibrous contamination on the blower outlet seal. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer.the manufacturer found five error codes.the manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation and there is an evidence of potential water ingress into the blower box and confirmed the presence of multiple contaminants, inconsistent with degraded sound abatement foam in/on the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was also unable to address the patient's symptoms. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Sections d9, g3, h2, h3, h6 has been updated in this report.